Event description:
It was reported that the device overheated prior to a procedure during testing. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have a gritty integrated bearing.